Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Under-insertion of the lead terminal pin into the device header is suspected to be the cause of the failure to capture observed during the implant procedure, but this could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for similar events.

Event description:
It was reported that during a routine device changeout procedure, this pacemaker was an attempted implant. The right atrial (ra) lead and right ventricular (rv) lead were inserted into the port of this new device and the rv impedance and threshold were much higher through the new device. The physician attempted to re-insert the rv lead into the rv port, there was difficulty inserting the lead into the header and the same higher measurements and loss of capture were noted. The rv lead was then inserted into the ra port and had good measurements. The leads were then tested through the pacing system analyzer (psa) and the measurements were stable. Another pacemaker was successfully implanted. No adverse patient effects were reported.

Event description:
It was reported that during a routine device changeout procedure, this pacemaker was an attempted implant. The right atrial (ra) lead and right ventricular (rv) lead were inserted into the port of this new device and the rv impedance and threshold were much higher through the new device. The physician attempted to re-insert the rv lead into the rv port, there was difficulty inserting the lead into the header and the same higher measurements and loss of capture were noted. The rv lead was then inserted into the ra port and had good measurements. The leads were then tested through the pacing system analyzer (psa) and the measurements were stable. Another pacemaker was successfully implanted. No adverse patient effects were reported.